Event description:
A report was received that the patient had a dural puncture during a revision procedure. The physician believed that when placing the second needle, initially cerebrospinal fluid was returned indicating the dural puncture. The patient was doing fine postoperatively. No other information could be obtained.